Manufacturer narrative:
Device evaluation: the device was returned with all labels intact. No physical damage was found on the device. As a result of checking the log, it confirmed that there was a record of occurred no disposable attached (nda) after the pump operation. A functional test was performed. The reported problem could not be confirmed. Possible defective downstream sensor or cassette product could be the cause of the reported problem. Root cause is unknown. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the cassette, a "no disposable, pump won't run" alarm went off. There was no patient injury.